Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. However, service technician found problem with pcba supply pressure assembly. This was a known issue addressed in CAPA ca-2015-0143, eco 84904 with rev g, for 51000-40360 and rev f for 51000-40370. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their avea ventilator failed the o2 calibration. After the customer replaced of o2 cable and turned on the unit they smell smoke coming out of the ventilator. There is no patient involvement.